Manufacturer narrative:
The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the production records does not indicate that a manufacturing issue contributed to this issue. If further information is received, a supplemental report will be sent.

Event description:
It was reported that during surgery, the surgeon felt the implant's connection to the inserter was too loose. Another implant of the same size was used in its place and no patient or surgical impact was reported.

Event description:
Mobi-c p&f us : implant too loose on inserter. As reported by the sales representative, surgeon felt implant was very loose and afraid it wouldn't stay together upon implantation. Surgery was completed with another device of same size. No delay was reported. Additional information was received on july 5th 2019: current health of patient is good. Depth stop was at 0 initially. Care was taken to tighten only until contact on peek cartridge . No difference in technique between first and second implant. Surgical technique is followed. Investigation still in progress.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Additional information was received. Product return was requested. Investigation still in progress.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Product was not returned yet, no evaluation could be performed. The review of the device history records is ongoing. Additional information was requested. Investigation still in progress.

Event description:
Mobi-c p&f us : implant too loose on inserter. As reported by the sales representative, surgeon felt implant was very loose and afraid it wouldn't stay together upon implantation. Surgery was completed with another device of same size. No delay was reported. Additional information was requested. Investigation ongoing.